Event description:
On feb 10th, we have been informed by dorvit medical sa about a problem with a defibrillation electrode df20n at the emergency centre (B)(4). On april 1st, info was added pointing about a potential malfunction. The fire brigade claimed (translated from french) "the team vsav have switched on a dsa lifepack 500, brand medtronic, and have plugged in a pair of the pads (electrodes) of the brand skintact df20n, but the sda defibrillator did not recognize the electrodes. The equipment was successful with delivering a shock with another pair of the electrodes quick combo of the brand medtronic." The concerned electrodes have been discarded.

Manufacturer narrative:
Retained samples of the same lot have been inspected visually and tested for connector fit. A retained samples were connected to a medtronic lifepack cr plus defibrillator and also applied to a test person. The defibrillation electrode was recognized. It was also inserted into a metal test gauge for that connector without any problem. No deviations could be detected. The device complained about could not be retrieved because the customer had discarded it. We were not able to reproduce the reported problem. As no further info has been provided to us despite repeated requests, no conclusion can be drawn. The fire brigade has stated explicitly that they will continue to work with our product and that the issue is closed from their side (email from (B)(4) on april 9th).